Event description:
It has been reported to philips that the system would not boot up. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to boot up. The system logfile shows system is rebooted multiple times but cannot determine a cause. Fse replaced suit pc, but suit pc did not fix the issue, fse again installed old suit pc and confirmed that there was no problem with suit pc and found the equipment room temperature was out of our specifications and caused issues with a hard drive. Hard disk drive 1 had thermal tripped on the viewing pc (flex vision pc). To resolve the issue fse reseated this trip on drive and reloaded software. Fse reconfigured system as some software was corrupted. Almost three days issue was recurred and fse replaced flexvision pc in case ID: (B)(4) and reloaded. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.